Event description:
A malfunction was reported on a pump, identified with malfunction code 9. The issue's impact on the customer's blood glucose level was not reported as the customer declined to provide this information. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.